Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 2: (B)(6).

Event description:
It was reported to philips that the efficia dfm100 defibrillator/monitor is not functioning properly. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the device is out of warranty, asp honglejia engineer verbally informed the customer of the service price, but the customer did not accept it and did not provide the serial number.